Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 548 mg/dl at the time of incident and the current blood glucose level was 242 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering customer declined to check for possible site or insulin issues also declined to further troubleshooting since as they certain that the bent cannula caused the high blood glucose. The insulin pump will not be returned for analysis.